Event description:
A pt reports that following intraocular lens (iol) implantation, pt is experiencing dark areas in both eyes. The relationship between this event and the iol's is not known. Add'l info has been requested from the implanting surgeon. MDR for fellow eye - 1119421-2002-00184.

Event description:
Add'l info provided by the surgeon indicates the symptoms have not resolved.